Event description:
It was reported that when inserting the lens into the patient¿s left eye the lens did not fit properly. The lens was removed and replaced with a za9003. Reportedly, the surgeon performed a vitrectomy. There was no injury to the eye. In follow-up, the patient is doing fine post-operatively. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation and inspected under a microscope. There appeared to be scarce ophthalmic viscoelastic (ovd) residue observed inside the cartridge. The plunger/push rod components were observed assembled within specifications. The plunger hatch mark was visible. The cartridge was observed in the correct position (fully engaged into lower body of the pcb00 device). The lens was observed stuck in cartridge at the tube zone. Also, the cartridge tip was observed deformed. Based on the analysis of the return there is no indication of a product quality deficiency. The directions for use (dfu) sections provide the customer with information on properly handling of the device unit. All pertinent information available to abbott medical optics has been submitted.